Event description:
It was reported that while doing primary direct anterior hip the double offset broach handle broke off. Did not cause any delay in surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured accolade handle was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported fracture. No material or manufacturing defects were identified. A material analysis concluded the following: the latch plate of the navigation offset rasp handle failed in fatigue. The direction of the fracture indicates likely multiple extraction overloads. A crack was observed along the edge of the engagement hole; likely caused by multiple impact overloads. A crack was observed at the latch plate weld, adjacent to the latch plate fracture final fracture surface. The latch plate weld crack was likely caused during multiple extraction overloads. Energy dispersive spectroscopy (eds) was performed on the latch plate material showed the material to be consistent with the 17-4ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the observed damage is the result of multiple extraction overloads. No material or manufacturing defects were identified.

Event description:
It was reported that while doing primary direct anterior hip the double offset broach handle broke off. Did not cause any delay in surgery.